Manufacturer narrative:
Findings: unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up properly. Problem isolated to electronic assemblies. After reconnecting electronic assembly stack all buttons are responding properly. The keypad connector and keypad traces were inspected and no anomalies noted. Unit received with cracked case at display window corners and minor scratches on lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.